Event description:
It was further reported that the dislodged stent was deployed on the brachial artery and that another unspecified drug-eluting stent was implanted.

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left main (lm). The lesion was pre-dilated and the 5.0x12mm liberte stent was advanced however was not visualized on angiography. The stent was located dislodged from the balloon and kinked at the distal end of the guiding catheter. An attempt was made to pull the stent into the guide catheter but was unsuccessful, the stent delivery system were removed together however the stent remained inside the patient. The dislodged stent was pushed into the brachial artery with an unknown balloon. The procedure was completed with a different device. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).